Event description:
It was reported that the patient¿s health care professional (hcp) put several medications in the pump that haven¿t worked. At the time of report the patient was to see their hcp to try a new medication. Additional information received indicated that the patient still had concerns with their device or therapy. The patient was still in pain. An appointment date of (B)(6) 2014 was provided. The patient was not getting pain coverage currently with the pump and did not have good pain coverage since implant. The patient needed to take oral medication and was relying on the oral pain medication to help his pain symptoms. The patient saw their hcp on (B)(6) 2014 and received a bolus that helped the patient¿s pain for 6-7 hours. After 6 hours the patient had to take oral medications to help their pain. The hcp thought that the pump was not working and is recommending the pump be replaced, but the patient does not want to have the surgery again. It was noted that the patient had 2 back surgeries and their hcp wanted to do a 3rd. The hcp did tests on the pump and everything seemed to be working ¿fine.¿ there have not been any volume discrepancies at refills. The patient had a dye study test and everything seemed to be flowing through the catheter ¿fine.¿ an appointment date of(B)(6) 2014 was provided. At the time of report the pump was used to infuse fentanyl. No medical history, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had never worked right for the patient. The patient was still on oral medication and was not getting relief from the pump. It was noted that the health care provider (hcp) refused to see the patient for being late to an appointment. The pump was infusing fentanyl. It was also noted that the patient was not happy at all and that it did not help.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).